Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s.. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, within the same surgery due to excessive vaulting. The lens was replaced within the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.